Manufacturer narrative:
Device MFR date: battery pack (B) (4): 02/2008. Battery pack (B) (4): 01/2009. Device eval summary: device evals of batteries (B) (4) and (B) (4) have been completed. The reported problem (batteries not holding charge) has been confirmed. Upon eval, battery (B) (4) was found to have defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Battery (B) (4) was found to have the thermistor soldered incorrectly to the pca board. This caused the battery to function improperly with the battery charger. Once the solder was re-flowed, the battery was fully functional. The root cause of the incorrectly soldered thermistor was not positively identified, but it appears to be an assembly error. No adverse event resulted from the defective battery packs. The pt received two replacement batteries.

Event description:
A (B) (6) male pt's friend called in to zoll lifecor customer support to report that he was experiencing battery and battery charger faults on both batteries. The pt received two replacement batteries.